Event description:
The patient reported that several v-go 40 devices fell off. The exact number of occurrences and event dates were not provided. The patient reported that device samples are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: seven devices were received and evaluated for the device fell off event complaint. All device functions were tested, and no issue was observed. However, due to the condition of the foam pad, the original adhesion properties could not be verified, and the complaints for these devices could not be confirmed.